Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2016, during a laparoscopic ventral hernia, the reload was disengaged into the patient's cavity and was not noticed, so it was left in the patient's body. After 3 years, the patient had a hip injury which required an x-ray due to orthopedic issues. The object was noticed in the patient's pelvis. A laparoscopy was done and the object was removed on (B)(6) 2019.